Event description:
The lay user / patient contacted lifescan (lfs) on july 5, 2006 alleging an error 2 message on her one touch ultra meter. A medical specialist (mas) briefly spoke to the patient on july 7, 2006, and obtained the following information. Since june 24, 2006 the patient had been obtaining and error 2 message on her ultar meter. On june 24, 2006, she felt dizzy, and lightheaded and tried to test, and obtained an error 2. She had used her remaining test strips from one vial due to obtaining an error 2 message while testing. She did not have another meter to test her blood glucose. She visited her physician due to the error message, and took her meter with her, and he tried to test her blood glucose on her meter and also received an error 2. He tested her on his meter, and obtained a high reading, and treated her with 5u of humalog. Patient did not recall the reading and mentioned to mas that she was not feeling well, and had already spoken to customer care advocate (cca), and disconnected the call. Customer care advocate (cca) was unable to resolve the issue, and sent the patient a replacement meter. An error 2 could be caused by a used test strip or a problem with the meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, and the readings prior to the incident. The complaint is being reported because the patient was unable to test while experiencing symptoms, and was treated for hyperglycemia by a medical professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.